Event description:
A local distributor reported that a "customer has experienced bleeds that led to surgery, whilst using esg-100. No additional info was provided.

Manufacturer narrative:
The device was not returned for eval. The device serial number is from a range of devices where counterfeit capacitors with a higher probability to fail were identified on the motherboard. Defective capacitors on the high voltage power supply can cause deviations of the output power/signal and tissue effect. Therefore a correlation between the adverse event and the defective capacitor is possible, but there is no evidence that this was the cause. The manufacturer has initiated a worldwide recall on affected devices. Olympus america, inc. Has initiated a recall to address this matter. Olympus america, inc. (Oai) was made aware of this report by the original equipment manufacturer (OEM) on (B)(4), 2012, on an event which occurred outside of the united states. Oai is filing this report at the request of the OEM. This report is being submitted as an MDR in an abundance of caution.